Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the rewind process. The customer's blood glucose level was 366mg/dl at the time of incident. Troubleshooting found a battery alarm in the pump history. Customer declined to troubleshoot and no further details were given.